Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer woke up the past couple of days with a blood glucose (bg) level of 291 mg/dl. The customer thought that the basal rate setting needed to be adjusted. A correction bolus was delivered, however, it was reported that the customer's pump had delivered 15 units of insulin when the customer had only requested 9 units. The customer's blood glucose (bg) level was 296 mg/dl and had lowered to 196 mg/dl. The contact was to continue to monitor the bg level and had removed the customer from the pump so no additional basal would be delivered. Tandem technical support reviewed the pump's data logs and its showed that the customer had performed an override bolus and entered 15 units. The contact still thought that the pump had entered the units and not the customer. The logs also showed that the customer receive multiple low insulin alerts which were acknowledged an hour later.